Manufacturer narrative:
Batch review performed on 26 may 2021: lot 131866: 50 items manufactured and released on 09-jul-2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, 49 items of the same lot have been already sold without any similar reported event since 2017.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. 7 years and 8 months post primary the surgeon performed a washout and revised the poly. The surgery was completed successfully.